Manufacturer narrative:
(B)(4). Additional information was requested and the following was provided: does the surgeon believe the tissue within the jaws was easily compressible to 2.3mm as indicated for the black cartridges? Ans: surgeon mentioned that the tissue was very thick, but still believes the tissue could be compressed to 2.3mm as indicated, due to the fact that the stapler was able to successfully closed on the tissue. Did the surgeon use one or two hands to complete the firing process? Ans: surgeon used two hands to completed the firing process. What is the current patient status? Ans: patient is currently doing well and has been discharged from hospital. Patient post-op recovery was uneventful. Additional information: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the jaws area with a black reload partially loaded, the anvil was noted to be bent upwards and the anvil knife slot was noted to be damaged. The second photo shows a device from the indicator area and it can be seen in the blank area. The event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon stapler was used in a vats, converted to open left lower lobectomy case. The device with a black reload was used to staple on very thick lung tissue, with possibly involving the bronchus. After clamping on the tissue and allowing time for pre-compression, the stapling sequence was commenced. The stapling sequence (3 strokes) was done with difficulty. After completing 3 firing strokes, the firing trigger was pressed for the 4th time to return the knife. Upon this 4th stroke firing, the knife did not return completely and there was no symbol on the firing stroke indicator window. Despite this, the stapler was still able to be partially opened, and successfully removed from the patient. Inspection of the device on the sterile table showed that the knife did not fully return to the home position and also the reload was stuck in the cartridge half of the jaw. The anvil of the device also showed a vertical bulging defect. Surgeon did comment that this case was very challenging and that the patient's lung tissue was very thick. Surgeon would like to know what is the cause of this stapling mishap and if the tissue encountered was too thick and out of indication for stapling. Procedure was successfully completed and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. D4: batch # 925a00. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the closure trigger in closed position, anvil bent upwards, the knife advanced and with a gst60t reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. The device was disassembled in order to verify the condition of the internal components and no anomalies were noted. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.